Manufacturer narrative:
The field service engineer (fse) changed the sample probe. He confirmed that the annual and the semestral maintenance kits were changed. The fse checked the rinse arm and found one damaged tube. He changed it. The fse also did a regular service maintenance. The customer confirmed that the instrument was working within specifications. No further issue were reported afterwards. The investigation determined that the root cause of the event was consistent with a maintenance issue.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with hdl (hdlc4) assay and 2 patients' samples tested with glucose gen. 3 (gluc3) assay on a cobas 8000 cobas c 502 module. On (B)(6) 2023: sample 1: hdlc4 initial result: 137 mg/dl. 1st repeat result: 36.5 mg/dl. On (B)(6) 2023: sample 2: gluc3 initial result: 54.8 mg/dl. 1st repeat result: 94.6 mg/dl. Sample 3: gluc3 initial result: 27.0 mg/dl. 1st repeat result: 93.5 mg/dl. The customer wanted to validate the initial results of hdlc4 and gluc3, so no questionable results were reported outside the laboratory and the samples were repeated. The repeat results were deemed to be correct. The hdlc4 reagent lot number was 653007. The expiration date was not provided. The gluc3 reagent lot number was 707366 with an expiration date of 30-apr-2024.

Manufacturer narrative:
Qc is performed daily and it was acceptable. A general reagent issue was excluded as no further issues were reported and a correct rerun was performed with the same reagent. Investigation is ongoing.